Event description:
It was reported that the patient underwent a gynecoloigical procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. The patient underwent surgical procedure on (B)(6) 2006 for the removal of the urethral sling and cystourethroscopy.

Manufacturer narrative:
(B)(4): it was reported that due to mesh erosion and pelvic pain, patient underwent removal on (B)(6) 2006.

Manufacturer narrative:
(B)(4): it was reported that due to mesh erosion and pelvic pain, patient underwent removal on (B)(6) 2006.